Event description:
This pt underwent a right total knee arthroplasty in 2000 at an outside facility. Pt has had pain in the knee since that time. Pt presents at this time for a revision of the right total knee. All components were removed and replaced.